Manufacturer narrative:
The customer's complaint of a needless connector leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer was changed the needleless connector on a PICC, and noted that it leaked when flushed. The product was replaced, and there was no patient harm.